Event description:
It was reported the customer experienced an elevated blood glucose (bg) level was displayed as high; cause was not known. Customer delivered a correction bolus via pump to address bg level. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event. Device not returned.